Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy the shaver disconnected from the pump but no error message was displayed. No water was pumped to the joint and no suction out of the joint. Even changing the shaver and shaver handpiece did not help. At the end the pump was changed and the system started working again, so the failure can be attributed to the pump. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update nroe 17-oct-2023: further information was received and revealed that the tubing which was used during the procedure was ar-6420 and ar-6430. The settings were on 40 or 45ml/min, cannula medium, shaver medium. A clamp test was performed. The patient remained in the hospital over night but this was a planned stay and not caused by the issue. The patient was discharged the next day.

Manufacturer narrative:
Additional info: d9, h3, h6 investigation updated. The complaint is not confirmed. It was not possible to reproduce the reported failure. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, it was noted that the top housing panel was disassembled. The seal sticker was intact. However, a sticker was noted after opening it to inspect the inside of the device. Some lines were observed across the screen when the machine was turned on and the run/stop button was pushed. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The device was tested for 171 minutes, and no sudden pressure changes were observed. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These are the expected results. The device was connected to the shaver console ar-8305, a shaver handpiece ar-8330-f, (B)(6), ar-8500obe lot 10302086, and a new dual outflow cassette ar-6430 lot 69910832 to tested and evaluated to see if the reported failure can be reproduced. It was found that the device was working as intended. The pressure increased/decreased as the handpiece was used. The outflow tube moved during the handpiece test, and the lavage and rinse worked without issues¿no problem was found.